Event description:
It was reported to philips that the system could not start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse checked the power supply in m-cabinet and found sib led 1,2,3,4 were off. The fse confirmed that the power supply was defective. To resolve the reported issue, the fse replaced the power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.